Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The instrument was not generating differential results when the leak was identified. The volume of the leak was about 20 ml and was not contained within the instrument. The customer was wearing personal protective equipment of lab coat and gloves at the time of the event. There were no reported operator injuries. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found that the sample tubing had popped off the bottom of the flow cell. The fse reattached the tubing and the instrument ran without any leaks and giving proper differential results. The repairs were verified per established procedures. Identification of the failure mode: the cause of the leak was the sample tubing popped off the flow cell. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to cause erroneous differential or reticulocyte results because of improper sample flow at the flow cell. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).